Manufacturer narrative:
Visual inspection revealed two kinks at the distal section from the distal tip while in the neutral position. The functional testing revealed no abnormal resistance was felt when actuating the steering mechanism. The dimensional testing showed that the left curve failed to reach the specified area, therefore the device failed the dimensional test. X-ray inspection showed the bent center support was observed under x-ray in the same location of the kinks at the distal section. The catheter distal end was dissected and was confirmed bent center support in the same location of the kinks at the distal section.

Event description:
It was reported that the catheter was broken. A blazer ii xp catheter was selected for use. The catheter was broken. An exchange of another catheter resolved issue. No patient complications were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter was broken. A blazer ii xp catheter was selected for use. The catheter was broken. An exchange of another catheter resolved issue. No patient complications were reported.